Event description:
It was reported that the user experienced an incompatible sensor alert while attempting to pair a new sensor; the user was using a freestyle libre 3 with the ilet, resulting in an incompatibility that prevented scanning until a new freestyle libre 3 plus sensor was placed and successfully scanned, consistent with a use-of-device problem and not attributable to a specific device component. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability issue between the wrong sensor type and the ilet, aligning with a use-of-device problem and no applicable component-specific failure. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions.

Manufacturer narrative:
Initial.